Event description:
It was reported that during the implant procedure, the physician had difficulty inserting a lead into the right ventricular port of the pulse generators header. Additional force resulted in a successful implant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.